Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited a potentially, "inoperable," ventricular capture management. The ipg remains in use. No patient complications have been reported as a result of this event.